Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer went to emergency room on (B)(6) 2019 and then admitted in the hospital on (B)(6) 2019 due to high blood glucose and diabetes ketoacidosis. Customer¿s blood glucose value was 534 mg/dl at the time of hospitalization. Customer was treated with insulin drip and manual injection for high blood glucose. The product will not return for the analysis.